Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function properly. This first began 1 week ago when pt tried to bolus. Pt boluses 3-4 times per day and has used this infusion device since 2009. The down button pops up after it is pressed. Pt reported he has recently experienced erratic blood glucose (70-202 mg/dl) due to prednisone medication. Target blood glucose is 118-130 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.